Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the articular surface to address instability approximately four (4) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining standard femoral component right size 10 catalog #: 42502606802 lot #: 64927221, persona cemented stemmed tibial component right size g catalog #: 42532007902 lot #: 64965673, persona cemented all poly patella 35mm catalog #: 42540000035 lot #: 65029416. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records provided identified no initial intraoperative complications, however, no post-operative records were provided and the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.